Event description:
It was further reported in (B)(6) 2012 the patient presented with exertional epigastric pain radiating to the arm associated with shortness of breath. Coronary angiography results revealed 70% in-stent restenosis for the 3.50x16mm taxus liberte stent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that during a percutaneous coronary intervention procedure, the patient experienced worsening of coronary artery disease. In (B)(6) 2010, the patient was diagnosed with unstable angina and coronary angiography was recommended. The 90% stenosed and 12 mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.6 mm. The target lesion was treated with pre-dilation and placement of a 3.50 x 16 mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient experienced worsening coronary artery disease and was hospitalized on the same day. Coronary artery bypass grafting (CABG) was performed with left internal mammary artery (lima) to the left anterior descending artery (lad) and reverse saphenous vein graft (svg) to obtuse marginal (om) and reverse svg to distal rca. The event was considered to be recovering/ resolving, and the patient was discharged.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).